Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that was not appropriately treated by the implantable cardioverter defibrillator (ICD). The patient experienced cardiac arrest. The patient was successfully externally rescued and in for an ICD replacement, however, the patient had another episode of vt and had to again be externally rescued. The ICD replacement was cancelled and the ICD was removed due to possible infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion.